Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings have been inaccurate. For the last three days, customer has experienced major deviations between his sensor readings and actual blood glucose. He experienced three major lows where his sensor reading was above 60 mg/dl. At 4:30 am, his sensor gave a predict low alert. When he checked everything, his sensor reading was 98 mg/dl but his blood glucose was 35 mg/dl. He was experiencing shaking, difficulty walking, body aches and headaches. Customer reviewed his care link data and saw that sensor issues usually happen around 4:00 am. Customer's current blood glucose is 162 mg/dl and his sensor reading is 155 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Customer uses the sensor for six days. He was advised against using the sensors over three days. Nothing further reported.